Event description:
Prior to implant, the device was found in back up mode. The device was not implanted and a new device was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received in backup mode with battery voltage still at normal range of operation. The device image analysis indicated hardware reset has occurred, consistent with an anomalous integrated circuit on the hybrid, which turned the device into reset mode that could not be recovered through the product code reload. The device was cut open to perform a power reset; the device was still unable to reload the product code.